Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number or catalog number was provided by the complainant, an sap delivery search was performed to identify all lot numbers shipped to the complainant in the three months prior to the occurrence. There was one lot number delivered to the complainant in this time period. A lot history review was performed for the identified lot. Lot 19cu03009: one complaint for an internal blood leak (no sample) and one complaint for a dialysate leak (no sample). Neither complaint is regarding clotting and both are unrelated to the current event. The production record was reviewed for the identified lot and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic reported to the fresenius regional sales manager a patient experienced clotting in the dialyzer. Additional information was requested, however to date not provided.